Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl to 500 mg/dl because of the air bubbles and above 250 mg/dl and current blood glucose was 175 mg/dl. Customer treated with insulin pump for high blood glucose. Customer was assisted with troubleshooting for hyperglycemia. Customer reports they noticed air bubbles in reservoir during therapy. Customer states approximate size of air bubbles was, there were no air bubbles in current reservoir because customer primed them out they can be from teeny to big bubble and customer was unsure of size. The insulin pump will not be returned for analysis.